Manufacturer narrative:
Brand name: xia 2 polyaxial screw.

Event description:
It was reported that screws fractured post operatively. As per the information made available at this time, the broken screw remains in the patient.

Manufacturer narrative:
Method: risk assessment. Results: the customer reported xia ii polyaxial screw main body fracture post-op was confirmed via a review of the returned x-rays which reveal a fracture of the pedicle screw implanted on the left side of l3. No manufacturing record review could be performed as lot information could not be obtained. The device in question remains implanted in the patient and is therefore, unavailable for evaluation. Review of the returned x-rays reveal that the screw had been implanted for over 3 years prior to the discovery of the fracture. It is unknown if fusion occurred prior to the breakage. If fusion had not occurred then the construct would have been tasked with bearing most of the weight of the spine over this prolonged period of time. Because the device was not returned for evaluation, the true cause of the event cannot be determined conclusively. However, due to the length of implantation, it is likely that the device experienced a fatigue fracture due to prolonged physiological loads on the device. However, the exact cause of the screw breakage cannot be determined and is likely multifactorial. Conclusion: due to the length of implantation, it is likely that the device experienced a fatigue fracture, due to prolonged physiological loads on the device. However, the exact cause of the screw breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that screws fractured post operatively. As per the information made available at this time, the broken screw remains in the patient.